Manufacturer narrative:
B2/b3: date of event and date of death estimated as reported to have occurred in (B)(6)2022. D6a: implant date estimated as reported to have occurred sometime after (B)(6) 2021 after recovery from first stroke.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cerebral vascular accident and death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. In (B)(6) 2022, the patient experienced a cerebral vascular accident and died.